Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was outside of clinical use. The philips field service engineer (fse) analyzed the system onsite and confirmed that the geometry moves slowly. The machine's failure to switch on was not discovered by fse. After checking the system, fse discovered no issues. The system was performing as intended and was handed over to the customer. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. In this scenario the geometry movement is slow and after one restart the issue resolved. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the machine was not switching on. There was no harm reported. Philips has started an investigation of this complaint.